Event description:
Customer reported via phone call that they faced hyperglycemia. Blood glucose value at the time of the event is 500 mg/dl. Customer treatment was unknown and cannula bend observed in infusion set. It was unknown about auto mode feature was active or not at time of event. No further patient complications were reported. Product will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.